Event description:
It was reported that during continuous renal replacement therapy (crrt) treatment with a prismaflex m100 set, ¿a significant¿ amount of air in the access line was observed within minutes of starting therapy. The circuit ¿eventually¿ filled with the air bubbles, which generated air in blood and access extremely negative alarms which were unable to be resolved. The bfr (blood flow rate) at 300-350ml and had not conducted any troubleshooting other than pressing continue or stop/ resume. The treatment was ended without the extracorporeal (ec) blood being returned to the patient from the 3rd set in a row. Therapy was to be restarted at a reduced bfr then to attempt to gradually increase. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) treatment with a prismaflex m100 set, ¿a significant¿ amount of air in the access line was observed within minutes of starting therapy. The circuit ¿eventually¿ filled with the air bubbles, which generated air in blood and access extremely negative alarms which were unable to be resolved. The bfr (blood flow rate) at 300-350ml and had not conducted any troubleshooting other than pressing continue or stop/ resume. The treatment was ended without the extracorporeal (ec) blood being returned to the patient from the 3rd set in a row. Therapy was to be restarted at a reduced bfr then to attempt to gradually increase. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.